Event description:
During an anonymous customer experience survey, it was reported that this patient experienced an unspecified serious infection and had to discontinue peritoneal dialysis (pd) therapy. The patient reported that it was too hard to restart pd as they were hospitalized recently and had problems with their access/catheter. There were no recorded issues with any fresenius device or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: upon review of the available information, there is no allegation or objective evidence indicating a serious patient injury, death, and/or other adverse event(s) occurred while utilizing a fresenius medical device(s) and/or product(s). Additionally, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Therefore, the reported events do not require further complaint handling by the manufacturer for medical device(s) and/or product(s).